Event description:
The hospital reported that during a coronary artery bypass procedure, they were unable to fasten the acrobat-I stabilizer to the blade since the locking lever was too tight to push to the right location. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. A functional test was conducted to determine if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. Next, the stabilizer flexlink arm and knob were tested for functionality. The stabilizer arm was secured in position when the knob was turned clockwise. We did not identify any non-conformities during the functional testing. Based upon these findings, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).